Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, another cardiovascular event on (B)(6) 2012, and an add'l cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same pt involving three separate products; associated with mdrs# 2937457-2014-00396, 00398, 1225714-2014-00859, 00860, 00861, 00862, 00863 and 00864.